Event description:
The incident report received by lake region med contained the following info: "during placement of the lv lead via wire, it was very difficult to remove, for the physician, the wire from the lead. After the physician pulled the lead back from the lv-sheath, he noted that the inner lumen was no longer continuous. He believed that a portion of the wire remained in the inner lumen of the lead. If he committed to implant a new lead. This was successful." The dialogue in the incident reported has been interpreted to mean the following: during placement of the lv lead via the wire, the wire became entrapped in the lead and the physician found it difficult to remove. After the physician pulled the lead back from the lv-sheath, it was apparent that the guidewire was not continuous (separated) and that a detached piece remained in the lead. The physician continued to implant a new lead which was successful. The complaint suggests that a fracture or break in the guidewire occurred.

Manufacturer narrative:
A lot history review carried out for the lot number involved in the incident demonstrated the lot was manufactured to specification . There was no reported injury to the pt. Waiting on device return to complete evaluation.